Manufacturer narrative:
Concomitant medical products: (2) pri tubing; (2) syr tubing. The event occurred in pediatrics. Blood pressure stabilized after epi/carrier fluids moved to a new pump. Other infusions at the time: fentanyl 50mcg/ml dose 1.5 mcg/kg/hr, rate 0.61 ml/hr continuous; midazolam 5mg/ml, dose 0.1 mg/kg/hr, rate 0.41 ml/hr continuous; d5.9 at 63 ml/hr; heparin 100 units/500ml at 3 ml/hr; sodium chloride at 5 ml/hr. The suspect device was manufactured in 2005, so no gtin number will be provided. The reported issue that the device had a communication error spontaneously with channels c and d, and that channel c was infusing epinephrine and channel d was infusing a carrier fluid could not be confirmed as reported: per event log details, channel c was infusing carrier fluid and channel d was infusing epinephrine on the date (B)(6) 2019; date and time for the reported incident were not provided. No communication error event was found recorded. The infusion of carrier fluid on channel c was stopped by a channel error malfunction (240.4150.0) with the upper pressure sensor, pn: 143715-100. Temporary replacement of the malfunctioning upper pressure sensor resolved the issue. The infusion of the drug epinephrine had no recorded unexpected interruptions or communication error events recorded. It was noted that the customer¿s biomed service is utilizing third party parts. The proximate cause for the 240.4150 channel error that stopped an infusion of carrier/flush/fluid was attributed to a malfunctioning upper pressure sensor. The root cause for the pressure sensor failure was not identified. A root cause for the reported spontaneous communication error could not be determined; there was no such event found recorded.

Event description:
It was reported that the device had a communication error in both channel c and d. Channel c was infusing epinephrine 32mcg/ml (dose 0.05 mcg/kg/min) at a rate of 1.9ml/hr, and channel d was the carrier fluid (ns at 5ml/hr) for the epinephrine drip. The patient had a decrease in blood pressure as a result of the channels stopping from the communication error. Fortunately, the customer was able to quickly move the epinephrine drip to a new pump. The patient's blood pressure was 116/68, at 1730 when the communication alarm occurred, then decreased to 85/39 at 1735, and 67/40 at 1740. The customer reported that the blood pressure spiked up after the drip was restarted, and then stabilized 15 minutes later to 112/61. Channels a and b were not affected by the communication error.

Event description:
It was reported that the device had a communication error in both channel c and d. Channel c was infusing epinephrine 32mcg/ml (dose 0.05 mcg/kg/min) at a rate of 1.9ml/hr, and channel d was the carrier fluid (ns at 5ml/hr) for the epinephrine drip. The patient had a decrease in blood pressure as a result of the channels stopping from the communication error. The customer was able to quickly move the epinephrine drip to a new pump. The patient's blood pressure was 116/68 at 1730 when the communication alarm occurred, then decreased to 85/39 at 1735, and 67/40 at 1740. The customer reported that the blood pressure spiked up after the drip was restarted, and then stabilized 15 minutes later to 112/61. Channels a and b were not affected by the communication error. Received a medsun voluntary report which stated: it has been identified that there may be corrosion of the inter unit interface (iui) connections on the alaris IV pumps. This corrosion may disrupt intended IV therapy and may have significant impact to the patient . Luis are located on both sides of each pump brain and channel. An incomplete date of may 2019 was provided. What was the original intended procedure? Infusion therapy what problem did the user have (check all that apply) device failed (e g broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Correction: weight. The parent file has changed from two suspects to one. The fi and related info has been included in supplemental 327796.